Manufacturer narrative:
The device was evaluated and was found to be operating within specification. The system operators manual clearly warns of the introduction of ferrous objects to the examination room. This event occurred in (B)(6).

Event description:
It was reported that during scanning, a medical assistant entered the examination suite to replace an oxygen bottle. Before continuing scanning, the radiographer observed the oxygen bottle being pulled toward the magnet. The radiographer entered the examination room and attempted to hold the oxygen bottle from being drawn to the magnet. The radiographers hand was pinned between the oxygen bottle and the front of the magnet. Medical staff attempted to pull the oxygen bottle from the front of the magnet, however, the erdu button was activated in order to release the radiographers hand. It was further reported the radiographer suffered a fracture to the second metacarpal bone and was scheduled for follow-up treatment with orthopaedics.